Event description:
Patient experienced black stain on the outside of the cheek and tongue and signs of mucosal breakdown on the center of the tongue and throat after the insertion of a tee probe disinfected in cidex opa.